Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump time was inaccurate. Reportedly, the pump time was "off" by 20 minutes. Customer successfully adjusted the pump time to be accurate. There was no impact to customer's blood glucose level. Customer did not know the cause for the pump time being inaccurate, and was unsure of the when the pump time was last adjusted.